Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received her scs system, including a percutaneous lead on (B)(6) 2011. It was reported that the pt lost stimulation. Diagnostic tests exhibited high impedance measurements, and the output of the stimulator was unable to be increased past 10 ma. A fluoroscopy revealed no anomalies to the system. The physician plans to perform intraoperative testing of the system in order to troubleshoot the issue. The surgery date is currently undetermined. No further info is available at this time.